Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03252. (B)(6) clinical study. It was reported that death occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was silent ischemia and the patient underwent an elective percutaneous coronary intervention (pci). During the procedure, the patient received full left ventricle hemodynamic support via a non-bsc ventricular assistive device advanced across the aortic valve. Target lesion #1 was a de novo lesion located in the distal left main (lm) coronary artery with 70% stenosis. The lm stenosis involved the left anterior descending (lad) artery. It was 10mm long, with a reference vessel diameter of 5.0mm. There was mild calcification. The left main vessel was not protected. Target lesion #1 was treated with insertion of a 4.00x12mm promus premier everolimus-eluting platinum chromium coronary stent. Post dilatation was performed with a 5mm balloon catheter at 15 atmospheres. Post procedural residual stenosis was 0%. Target lesion #2 was a de novo ostial lesion located in the proximal lad with 85% stenosis. It was 12mm long, with a reference vessel diameter of 3.0mm. There was moderate calcification. Target lesion #2 was treated with insertion of a 2.75x32mm promus premier everolimus-eluting platinum chromium coronary stent. No pre-or-post dilatation was performed. Post procedural residual stenosis was 0%. Intravascular ultrasound (ivus) was performed both pre and post stenting of both target lesions. There were no dissections or perforations. At the end of the procedure, the non-bsc ventricular assist device was removed and an attempt to close the left femoral artery (lfa) did not achieve hemostasis and a second non-bsc suture mediated closure system was used without success. A 7f sheath was left in place in addition to the 6f right femoral artery (rfa) and 4f right femoral vein (rfv) sheath all to be pulled once activated clotting time (act) is < 180. Subject mean arterial pressure (map) is > 120 and was given multiple bolus of IV hydralazine without effect. The patient began nitroglycerin (ntg) drops and was transferred to the critical care unit (ccu). Nephrology was consulted and it was felt that the patient would need dialysis in the near future, but the patient was adamant against dialysis. The patient was agreeable to home hospice care, but not a do not resuscitate (dnr) status. Four days after post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient died due to the immediate cause of cardiac arrest. Other conditions leading to the primary cause of death included congestive heart failure (chf) and coronary artery disease (cad). No autopsy was performed.